Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Health professional reported patient felt pain and swelling in the right breast. MRI results showed rupture, gel leakage, and fluid outside the implant. The device has been explanted.

Event description:
Health professional reported patient felt pain and swelling in the right breast. MRI results showed rupture, gel leakage, and fluid outside the implant. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture, pain, edema and seroma-late was received on may 21, 2020 with lot number 2699345. Visual analysis of the returned device identified: the device was broken shell, black particles material was found on the shell, missing shell and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp patterns along the same edge broken in the side posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.